Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir was leaking. The customer stated that he was receiving motor error alarms and that there was insulin present in the reservoir chamber. The customer also stated that there was insulin on the reservoir window and the smell of insulin inside the reservoir chamber. Troubleshooting was performed and the customer did not notice any leaks on the reservoir. Nothing further was reported.